Manufacturer narrative:
Failure analysis noted that they were unable to prime during the prime/ compromised force sensor system alarm test due to protruded/loose drive support disk. There was no compromised force sensor system alarm noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin squirted out during manual prime and the piston continued to move forward after reservoir contact. She stated the insulin pump is unable to exit the "preparing to prime" process. The customer stated the insulin pump was not bumped or dropped, and the drive support cap appears intact. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was informed that the insulin pump will need to be replaced. The insulin pump was returned for analysis.